Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was not draining as well as causing patient discomfort and feelings of being full. When registered nurse was doing in and out they felt like they have to tip that up and down a lot to get accurate hourly check and felt like that could not be good for urinary tract infection. Stated that it seemed like the diameter was smaller that might be causing some of that. Representative mentioned that smaller diameter might be causing the poor drainage which they mentioned and might be the french size they were using was smaller than the previous catheter. Having to tip the meter into the bag would not cause reflux of urine into the tubing, they simply lift the plastic meter and it emptied into the bag. Representative also mentioned about scheduling some sort of education for the staff. On (B)(6) 2022 customer also stated that their clinical team when inserting the foley tubing was kinking and coiling. Stated that they were transitioning to both the 14 and 16 foley kits - temperature sensing and non temperature sensing. Also they were in the beginning of transitioning over to bd foley line and inquired that the issues they were experiencing might be a simple education sent out or might require a in person education. Upon discussion with the customer on (B)(6) 2022, representative on stated that the drainage eyes were smaller on silicone catheters and that issue with the bag might be a vapor lock. The solution was to have the nurse pull the meter away from the bag and bend the spine to allow air to flow which would help with draining. Also stated that sometime what could happen with vapor lock was the urine would still in the tubing and not drain properly. Medical information team mentioned that the latex foley catheters did offer more drainage or foleys with more or larger eyes. Also exercising the bags before use would allow urine to flow into the bag easier, along with making sure the bag was below the bladder. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate design". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was not draining as well as causing patient discomfort and feelings of being full. When registered nurse was doing in and out they felt like they have to tip that up and down a lot to get accurate hourly check and felt like that could not be good for urinary tract infection. Stated that it seemed like the diameter was smaller that might be causing some of that. Representative mentioned that smaller diameter might be causing the poor drainage which they mentioned and might be the french size they were using was smaller than the previous catheter. Having to tip the meter into the bag would not cause reflux of urine into the tubing, they simply lift the plastic meter and it emptied into the bag. Representative also mentioned about scheduling some sort of education for the staff. On (B)(6)2022 customer also stated that their clinical team when inserting the foley tubing was kinking and coiling. Stated that they were transitioning to both the 14 and 16 foley kits - temperature sensing and non temperature sensing. Also they were in the beginning of transitioning over to bd foley line and inquired that the issues they were experiencing might be a simple education sent out or might require a in person education. Upon discussion with the customer on 28jul2022, representative on stated that the drainage eyes were smaller on silicone catheters and that issue with the bag might be a vapor lock. The solution was to have the nurse pull the meter away from the bag and bend the spine to allow air to flow which would help with draining. Also stated that sometime what could happen with vapor lock was the urine would still in the tubing and not drain properly. Medical information team mentioned that the latex foley catheters did offer more drainage or foleys with more or larger eyes. Also exercising the bags before use would allow urine to flow into the bag easier, along with making sure the bag was below the bladder.